Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD), which is included in an advisory population, exhibited a capacitor dump fault code. A technical service consultant recommended performing a manual capicator reformation which resulting in the capacitor dump fault code along with an additional fault code for charge timeout. The device was explanted and returned for analysis.